Manufacturer narrative:
Additional product code: hwc. Device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: november 09, 2012. Expiry date: november 01, 2022. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported there was a surgery for femoral trochanteric fracture was held on (B)(6) 2015. Both the nail and blade were applied during the surgery. After inserting the reported nail, the surgeon was only able to insert the guide wire forward or backward from the correct position; the position was confirmed with the image intensifier. Since the surgeon thought the issue might be due to loosen device, the reported nail was removed. The looseness was checked by performing the simulation; however, no issue was found. Then the surgeon inserted the nail and the guide wire into the femur; the surgeon tried to insert the reported blade from the incorrect position. Then it was found that the blade slightly interfered with the reported nail. Therefore, it was checked by using the image intensifier and it revealed that the blade had been beyond correct position forward. During removal it was found the tip of the blade was crushed. Furthermore, it was found that the hole for the blade in the reported nail was hollowed. Eventually, different sized blade and nail were replaced after treating soft tissue. And then, the surgical operation was completed. The surgical delay was sixty (60) minutes. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Manufacturing investigation summary: the nail shows strong surface damages in the region of the citrus hole. Furthermore, the status of the nail is good. All dimensions related to the complaint (position and dimension of citrus hole) were measured and shown to fulfill the specifications. The complaint is most probably due to a dimensional failure in the outer diameter of the sleeve of the blade, which leads to the fact that the blade cannot completely be inserted into the citrus hole of the nail. Therefore, the complaint is rated as confirmed. Since no failures were detected in relation to the nail, the complaint is rated as not valid from point of view of the manufacturing site. No manufacturing related issues were identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.